Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range (oor) shock impedances, on the right ventricular (rv) lead, measuring 6 ohms. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) discussed the cause could be a lead issue or electromagnetic interference (emi), and recommended troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.